Manufacturer narrative:
The biomedical engineer (bme) reported that when the nursing staff was transferring patient(s) from the central nurse's station (cns) to other departments, the cns will come up with patient transfer failed message. This affects patient monitoring because the patient disappears from this cns and does not go to the destination cns. No patient harm or death occurred. Nihon kohden technician had the bme reboot the cns and after it was rebooted, nk technician had the bme admit a test patient, attempt to transfer patient to the cns in the affected group and it was successful. Bme transferred the test patient back the other way and it was successful, issue resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that when the nursing staff was transferring patient(s) from the central nurse's station (cns) to other departments, the cns will come up with patient transfer failed message. This affects patient monitoring because the patient disappears from this cns and does not go to the destination cns. No patient harm or death occurred. Nihon kohden technician had the bme reboot the cns and after it was rebooted, nk technician had the bme admit a test patient, attempt to transfer patient to the cns in the affected group and it was successful. Bme transferred the test patient back the other way and it was successful, issue resolved.